Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch ultra meter was reading inaccurately high. The pt reported that since (B)(6) 2004 she obtained results, which she believed to be 9.7 mmol/l, 14.8 mmol/l, 22.9 mmol/l, 15.1 mmol/l, and 10.5 mmol/l while experiencing no symptoms. The pt stated that her blood glucose readings normally fell between 5 and 7 mmol/l. She went to see her physician on (B)(6) 2004. Her physician doubled her oral diabetes medication. On (B)(6) 2004, her nurse compared the reported meter readings to another meter. The reported meter readings appeared to be doubled. On further examination, the nurse determined that the reported meter was set in mg/dl rather than mmol/l. The pt does not recall changing the unit of measurement on the reported meter. The customer service rep was unable to complete troubleshooting, as the pt did not have control solution. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter and control solution were replaced.